Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm and an unknown malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level ranged form 170-253 mg/dl.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction 12 issue was verified. The alleged unknown malfunction issue was verified in the pump logs; however, no failure was identified.